Manufacturer narrative:
(B)(4). In the event additional information is received a follow-up report will be submitted. Results of investigation: the failure analysis representative evaluated the vela blender module ii on a known good unit and turned the oxygen to 50 psi and heard an oxygen leak from the blender unit. He leak was found using a leak detector and it found from top cap and retaining clip. It was disassembled and found the cap o-rings had marking and starting to crack. (B)(4).

Event description:
The customer stated that the ventilator had a leak and the blender assembly was replaced. The unit was checked and it is meeting all manufacturer specifications. It is unknown if there was patient involvement.